Event description:
Related manufacturer reference number: 2017865-2025-14113. It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. Furthermore, it was noted that the right ventricular (rv) lead exhibited failure to capture. The ra and rv lead were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the distal region of the lead consistent with to another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.